Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) states he wants the system removed because it was effective for about the first 2-3 months after implant and then it was not effective. The pt states he has been reprogrammed 4 different times. The pt states he eventually opted to turn the implantable neurostimulator (ins) off for over a year and then 3-4 months ago an manufacturing representative (rep) came to his house and reprogrammed him again--agent asked explicitly and the pt said he did not notify the rep at this time of the lack of benefit. The pt says he has spoke to his managing doctor and they have arranged for ins to be removed but here is a $500 copay that the pt needs help with. Agent provided phone number from pats contact list for indigent patients.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient indicated they were responding to the letter sent to them. They stated that the ins has not been removed yet due to insurance issues.